Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 612 units of this code-batch. There are no units in our stock. We have received 10 closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.39 kgf in average and 0.33 kgf in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum) additionally, we have tested the linear pull tensile strength of the samples received and the results are: 0.63 kgf in average and 0.59 kgf in minimum, and these results are correct and usual values for this thread and size. There are no european pharmacopoeia and united states pharmacopeia limits for this test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: k133890; reported device not marketed in the us, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the us. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that some threads would break remarkably especially when knotting, regardless of the type of surgery or surgeon. Customer has been using our optilene sutures for over a year now and the problems have reappeared. All medwatch submissions related to this report are: 3003639970-2021-00529, 3003639970-2021-00530. No more information has been provided.